Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Port repositioned remains implanted.

Event description:
It was reported that patient 1 enrolled in the (B)(6) adjustable gastric band registry, had an injection port misplacement. The injection port was repositioned on (B)(6) 2007 without any patient complication.